Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check performed in 2006, passed. Customer collects samples in greiner, lithium heparin tubes with gel separators. Samples are centrifuged at 3,500 rmp for 10 minutes at ambient temperatures. However, the MFR recommends that plasma tubes with gel separators to be centrifuged at 2,200 g for 15 minutes. A field service engineer (fse) was dispatched to the customer's lab four days later. The fse replaced aspirate probes and performed a major preventive maintenance (pm) to the instrument. The fse discussed manufacturer centrifugation recommendation with customer. The fse verified that the instrument was operating per established procedures. Although pre-analytical factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from a single pt sample that were generated by the access 2 instrument. A pt sample (1) was tested for accu tni and a result of 0.07ng/ml was obtained. The accu tni result was reported out of the lab. On the next day, the customer collected a fresh sample (2) from the pt and tested for accu tni; the result was 0.55ng/ml. The sample was re-centrifuged and then re-tested for accu tni. The repeated accu tni results were: 0.34ng/ml and 0.55ng/ml. The 0.55ng/ml was reported out of the lab and pt received a cardiac catheterization. The customer collected a 3rd sample from the pt and tested for accu tni; the result was 0.04ng/ml. The customer then re-centrifuged the 2nd sample again and re-tested for accu tni. The accu tni results were: 0.07ng/ml and 0.05ng/ml. There was no report of pt injury as a result of this event.